Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a gap and contamination at the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover has foreign objects, and a whitish and grey foreign material was found at the bending section cover adhesive resembling dust. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the bending section cover has foreign objects, and that a whitish and grey foreign material was found at the bending section cover adhesive resembling dust. It is most likely that the reported event was a result of insufficient cleaning. Additional evaluation findings were as follows: the air/water, the suction cylinder both have no color, the scope connector, the switch box, the scope connector cover, plug unit, the objective lens all have a scratch, the control unit was shaved, the indication on the grip was unclear, and due to burn on plastic distal end cover, the insulation resistance value at distal end does not meet the standard value, and the connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.